Event description:
Attorney reported: on (B)(6) 2003, patient underwent surgery to repair a ventral hernia. A 11 cm x 14 cm bard composix kugel hernia patch was used to repair the hernia. On (B)(6) 2003, a further surgery was needed due to failure of the bard composix kugel hernia patch and two bard composix kugel hernia patches, an 8 cm x 12 cm and an 8 cm x 8 cm were used to repair the hernia. Patient underwent additional hospitalizations following the implantations of the bard composix kugel patches. On (B)(6) 2010, patient had one or more of the bard composix kugel hernia patches removed. One or more of patient's bard composix kugel hernia patches suffered a ring break resulting in small bowel obstruction, incarcerated hernia, adhesions, migration of the patch, and entrapment of the femoral nerve as a result of the failed bard composix kugel hernia patches. As a direct and proximate result of the bard composix kugel hernia patches, patient's hernia repair surgery failed, causing patient bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings loss of the ability to earn money and aggravation of a previously existing condition.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Based on the reported information, we are unable to determine which of the three patches were explanted and which of the three patches suffered a ring break. See MDR 1213643-2010-00419 for information related to the composix kugel mesh patch implanted on (B)(6) 2003 and MDR 1213643-2010-00420 for information related to the composix kugel mesh patch implanted on (B)(6) 2003.